Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 25 months of support on the lvad, the patient experienced multiple pump stoppages and low speed limit alarms. X-rays and log files were submitted to the MFR for analysis and a percutaneous lead compromise was suspected. An external percutaneous lead repair was to be scheduled; however, additional information provided to the MFR indicated that the repair was not performed. The surgeon decided to take the patient back to the operating room because of aortic insufficiency and replaced the pump at the same time.